Manufacturer narrative:
Unit had unresponsive up buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the screen and the keypad was not responding properly. The customer reported that escape and act buttons temporarily stopped the numbers from ramping. Blood glucose level at the time of the incident was 102 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.